Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor saline implants and experienced bilateral deflations post-operatively. It was indicated the patient had been involved in a car accident. As a result, the patient underwent explantation on (B)(6) 2007. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).